Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. A system check was performed and customer successfully resumed insulin deliveries after the system check. Customer¿s blood glucose level was 400mg/dl.